Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that part of the forceps plug of the biopsy valve fell into the patient's body through the scope, which was recovered using biopsy forceps. The diagnostic bronchoscopy was completed by replacing it with a similar product and there were no reports of any further patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5,d8,d9, h2, h3, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.